Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they were unable to interrogate the ins with the clinician programmer. With a magnet, they could turn the therapy on and off since the patient would shake when the therapy was off. The patient had another ins placed in 2008 but it wasn't registered. They had tried two different locations to avoid electromagnetic interference (emi). The patient needed an ins replacement on the day of report and they were hoping to get the previous settings from the ins.

Manufacturer narrative:
Upon review of the follow-up information, this event is not longer a reportable serious injury as it was indicated that the device was replaced at the time of the issue due to normal battery replacement. However, this event remains a reportable malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was not able to be interrogated by the clinician programmer (B)(4) and the cause of the reported issues was not determined. It was also noted that the device was replaced at the time of the issue due to normal battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.